Event description:
It was reported that during a breast biopsy procedure, the knob would not rotate to prime after one sample was successfully retrieved. A coaxial was not used. Another device was used to complete the procedure. There was no report of pt injury associated with this event.

Manufacturer narrative:
A lot history record was conducted and it was determined that a device history record (DHR) review was required. The lot met all release criteria. The sample was returned fully primed with the cannula and stylet retracted. However, the arrow was not visible in the ready window as expected. Loose particle could be heard within the device. There were no other visual anomalies noted on the device. The firing trigger was pressed and only the stylet advanced and not the cannula. Further functional testing could not be performed as the rotational knob was unable to turn to prime the device. The sample was disassembled and the internal components were examined. The cannula hub was found to be broken. The investigation is confirmed for a break as the cannula hub was found to be broken. The investigation is inconclusive for failure to prime, as the device was returned fully primed and further functional testing could not be performed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device.